Manufacturer narrative:
Describe event or problem - corrected information: the information contained in describe event or problem from this report was inadvertently left off supplemental report #1. Device manufacture date - corrected information: the device manufacture date was inadvertently left off supplemental report #1.

Event description:
The implant card was received for the new implant for the patient and it was stated that the after implant the impedance value was within normal limits.

Manufacturer narrative:
Unique identifier (UDI) # - corrected information: the UDI number on the first report submitted should have been (B)(4).

Event description:
It was reported that the patient had high impedance observed on the vns device during the implant of a new lead and generator. The pin was attempted to be reinserted the nerve was moisturized and the lead was inspected for any damage. Generator diagnostics were also performed which were ok. The lead was replaced with a different lead that gave an ok impedance value. A review of the manufacturing history for the lead showed that it passed all functional specifications prior to distribution. The suspected faulty lead was returned to the manufacturer however analysis has not been completed to date.

Event description:
Product analysis was completed on the returned lead. The lead was returned intact with the green and white electrode ribbons being stretched and misshapen indicating the lead had been attempted to be used. There were two half set screw marks found indicating that the lead had not been fully inserted into the cavity of the generator. The lead pin was inserted into a test generator and there were no issues noted with the dimensions of the lead. Based on the findings in pa, there is no evidence to suggest a discontinuity in the returned intact lead which may have contributed to the reported high impedance. Incomplete insertion of the connector pin may have been a potential cause for the observed high impedance.